Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer changed the infusion set three days prior to being hospitalized. Troubleshooting revealed only a low reservoir alarm in the alarm history. The nurse was assisted in changing the basal rate.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.